Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient has a complex history of pelvic injury, urethroplasty and attempted previous penile prosthesis implant surgery with a surgeon in new south wales. This previous procedure was abandoned due to urethral injury and no implant was placed. Last week, inflatable penile prosthesis surgery with a titan was performed. A proximal perforation occurred during the surgery which was repaired with a rear tip sling. Yesterday, upon imaging, it was confirmed that the proximal segment of one cylinder had migrated into the scrotum, today, the area was explored through a perineal incision. The proximal perforation was repaired, and the same cylinders were kept in situ. No product malfunction evident.